Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their top right central incisor has begun to recede upwards. They will be seeing their dentist about this concern. Photos do show recession has increased in the mentioned area.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.